Manufacturer narrative:
This report is submitted on january 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient's scheduled heart surgery. The decision was made to explant the device to avoid a risk of infection and bleeding. It is currently unknown whether there are plans to reimplant the patient as of the date of this report.